Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the electrodes were found to be damaged after the lead was removed from the lead extension set screw housing. Patient compliance was likely the cause. The lead was damaged below the blue marks of the proximal end of the lead and the surgeon deemed it unusable. Another lead placement was attempted but the tines were deployed before the motor response could be refined. The case of cancelled and patient will be rescheduled for full implant. No further complications were reported.